Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right lead was placed and impedances tested with ens unipolar. Bone cement was used instead of the burr hole kit. Impedances were tested bipolar after cement had hardened. All normal impedances both times during testing. The surgeon tunneled and connected both right and left leads to percept rc. Impedances were run and contact 11 on the right lead showed impedances greater than 5k. The surgeon disconnected the lead at the battery header and reconnected. Impedance testing still showed investigate. The surgeon disconnected at the lead and extension connection and reconnected. Impedances showed >15k investigate. He disconnected the extension from the lead and used a lead test cable to test and see what the issue was. The 3rd contact on the right lead showed >15k with the lead test cable. The system was reconnected and impedances were run again. Impedances showed >5k on the 3rd contact monopolar, green for 0 <(>&<)> 3 bipolar and investigate for the rest of bipolar on contact 3. System connection check was unable to verify. Surgeon closed and the patient will be seen in clinic on 9/19 for initial programming and device interrogation. It was unknown if the issue was resolved. No surgical intervention took place or is planned. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep) that the impedance issues were not resolved at the time of implant. Impedances were trending downward. The rep confirmed the patient will be seen in clinic on 9/19 for initial programming and device interrogation.

Manufacturer narrative:
Continuation of d10: product ID: b3300542, serial# (B)(6), implanted: (B)(6) 2024, and product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.